Manufacturer narrative:
(B)(4). The device history record could not be reviewed as a lot number was not provided. Multiple attempts to obtain samples from the customer were made and no sample has been received. Review of current production records did not indicate any exception that could lead to the reported incident. A review of the ear tip design demonstrated that the ear bud was secured firmly to the stethoscope and would not fall off accidentally based on the following: the ear tip inner diameter dimension is 4+/-0.05mm, the binaural od dimension is 4.9+0.05mm, providing a tight interface between the ear tip and binaural. Test conducted on the assembly indicated a 3.0~4.0kgf force was needed to pull the ear tip off from binaural. It is unlikely that the ear tip would drop off without intentional removal effort. A review of the assembly process was conducted and confirmed to be in control. No records of improper assembly were identify during the investigation. Without the return of the complaint sample for further investigation, the root cause of the missing ear bud could not be determined in this investigation. No additional action will be taken at this time. We will continue to monitor for this type of incident.f

Event description:
Customer reported that the rubber ear bud had fallen off the stethoscope and the nurse did not realize it was missing. He (the nurse) placed the stethoscope in his ears and the side without the ear bud went all the way in his ear and pierced his ear drum. Multiple attempts to obtain further patient information have been made but hospital states they are unable to provide.

Manufacturer narrative:
(B)(4). The actual sample was returned for investigation on sep 22, 2015. The device history record review did not indicate any exception that could lead to the reported incident. Inspection conducted indicated one missing ear tip but no abnormality was observed. Tension force test on the side with the ear tip indicated an acceptable force of 3.15kgf. From the investigation, the root cause of the missing ear bud could not be determined. No additional action will be taken at this time. We will continue to monitor for this type of event.